Event description:
During a low anterior resection the surgeon did not remove the white cap from the ax55g. The staples fired into the cap. The pt's rectal stump was sutured by hand to complete the case. This was the first time the suregon used this product. The rep had offered to stay for the case to inservice the surgeon stated he was not going to use the instrument.